Event description:
It was reported that the clinician was unable to open the patients remote transmission reports. Technical support was provided and the reports were made available. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.